Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The distal suj was tested on a functional test platform and passed all tests. The error was confirmed in the field logs but not replicated during in-house testing.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, error 23103 occurred on universal surgical manipulator (usm) 3 of the patient side cart (psc). The customer tried power cycling the system, but the issue remained. Usm 3 was exercised, but the fault would not allow the customer to recover the error. The customer switched to a different psc. The procedure was converted to another da vinci system with no reports of patient injury.